Manufacturer narrative:
It was reported to stryker that the lp15 had a reported issue of device not completing boot-up cycle during initial power on. The reported issue was able to be verified and able to be duplicated. It was determined that the cause of the issue was a failed/faulty system pcba. The device could not be repaired as the system pcba is no longer available. The device was returned to the customer unrepaired.

Event description:
The customer contacted stryker to report that their device would not complete not complete its initial boot-up cycle. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not complete not complete its initial boot-up cycle. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.